Event description:
The technician alleged that the side rail is not raising. No pt impact.

Manufacturer narrative:
The technician found a broken swing arm and bent slide bracket on the side rail. The technician replaced the side rail swing arm and slide bracket to resolve the issue.